Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Additional event information received: the device was discarded investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the implantation failure. The device didn't staple. Device replacement. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2022. Additional information was requested and the following was received: could you please clarify if there were any patient consequences? No patient consequence. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in the post-operative care.